Event description:
The lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The medical affairs specialist (mas) spoke with the pt the next day to obtain/verify info. The pt stated that her one touch ultra meter started having the power issue sometime last week. The last reading obtained on her meter prior to her meter's power issue was 565 mg/dl. She continued to try and use the meter but was never able to get a reading. In 2005 the pt stated she developed symptoms of being "dizzy" and "disoriented." She tried testing her blood glucose using the one touch ultra meter but was unable to get a reading since the meter powered off during the test. She did not have a backup blood glucose meter to use. The pt regularly takes an unspecified type of insulin twice a day: 20 units in the morning and 24 units at night. That morning she took her regularly sceduled morning dose of insulin and had yogurt for breakfast. The pt called the paramedics who took her to the hosp via ambulance. Upon arrival at the ER, her blood glucose was tested on a dr's blood glucose meter and got a reading of "600 mg/dl. She was then given an unk type and dosage of insulin. Prior to being discharged from the ER on the same day, her blood glucose was tested again on the dr's blood glucose meter and was given a reading of 300 mg/dl. No changes were made to her medication regimen as a result of this event and going to the hosp. The customer does not have any other health conditions and does not take other medications on a regular basis. The customer care advocate (cca) verified that the one touch ultra meter's battery was inserted properly, the pt had not changed the meter's battery for over 1 year, and that the meter would power off before the automatic shut-off-time. The meter, test strips, and control solution were replaced. This complaint is being reported due to the fact that the pt was unable to get a reading on her one touch ultra meter for about a week since it would power off during use, she developed diabetic symptoms, and was brought to the hosp for treatment of hyperglycemia.